Event description:
It was reported that the device was failing to recognize the syringe when properly loaded. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the syringe pump module would not detect the syringe could not be confirmed or replicated during the investigation. The external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. All inspected parts were manufactured by bd. Syringe detection was performed on the suspect syringe module and the reported issue was not replicated. The test showed the unit recognizing the installed 10, 20, 30 and 50 ml bd syringes. A preventive maintenance (pm) test was performed through alaris system maintenance (asm) passing all tests indicating the device is within specifications. A review of the suspect syringe module error showed no records associated with the reported incident. The syringe module event log showed the last programmed infusion on 21oct2025 at 10:27 am with a rate of 13.769ml/hr and a volume to be infused (vtbi) of 0.1ml before channeling off the unit. The bd syringe loading alaris pca and syringe modules tip sheet provides the user with a step-by-step guide on how to properly install a syringe into a syringe/pca module with additional instructions to ensure a proper installation and avoid start-up delays, delivery inaccuracies and delayed generation of occlusion alarms. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the syringe module¿s failure to detect a syringe could not be determined during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect syringe module during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was failing to recognize the syringe when properly loaded. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.